Event description:
No lengthening can be noticed after two days.

Manufacturer narrative:
As there is still no possibility to examine the product, despite several intensive enquiries, the case is closed. An investigation is absolutely necessary to analyse the root cause and for this the explanted nail must be available.